Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise that lead to multiple inappropriately stored events. It was also noted that the impedance measurement had been steadily decreasing over time. A revision procedure was performed where the lead was viewed under fluoroscopy and insulation damage was noted. The physician experienced difficulty extracting the lead, thus the lead was surgically abandoned and replaced. No adverse patient effects were reported.